Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of the design history file, and a review of labeling. No adverse trend, non-conformances, potential non-conformances, or deviations were identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a (B)(6) result for one patient on the architect i1000sr analyzer. The following data was provided for a (B)(6) male patient with known (B)(6) at (B)(6). There was no impact to patient management reported.